Event description:
The following information was previously reported under this manufacturer report#: (3004209178-2025-15692) but will now be reported under manufacturer report#: 2182207-2025-02907: on a previous catheter revision the ¿op¿ report stated that the previous catheter was removed. Additional information received from a manufacturer representative (rep) indicated that, in regard to the pump removal, there were no issues with the pump. The patient no longer wanted therapy. The catheter disconnection had not yet been confirmed. The catheter serial number associated with the issue was (B)(6). Additional information received from the manufacturer representative (rep) indicated that the catheter dye study performed on 2025-10-15 was successful. They were able to aspirate and push dye with no signs of defects or leaks. The patient was referred back to the managing physician to discuss next steps. There was no catheter revision planned. The patient still had not decided on whether to keep therapy or not.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid (hydromor phone) via an implantable pump for non-malignant pain indications for use. The patient reported loss of therapy and swelling at catheter tip reflected on a CT scan in (B)(6) 2024. On (B)(6) 2025, a CT scan was done, and it was reported that the catheter was abandoned but she states that on a previous catheter revision the ¿op¿ report stated that the previous catheter was removed. However, the patient believes that the catheter was detached. Environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved. The healthcare provider (hcp) has no further information for medtronic. It was unknown if surgical intervention was planned. Additional information was provided from a consumer stated that the patient reported that 'I've been having problems ever since I had my pump replaced back in april of last year.' The patient stated that they recently had a CT scan at the hospital in waycross and the CT showed that their catheter was abandoned from their pump. The patient stated that their pain management doctor told them they were going to order a catheter dye study to be done at memorial hospital in savannah, ga, but nobody has called them yet to schedule it. When they called memorial about this, they were told they do not do catheter dye studies there. The patient asked if medtronic knew where this could be done and asked if medtronic had a nurse line or someone that could ease their mind. The agent sent physician listings to the patient via email and emailed the field for visibility. The agent updated the patient's managing physician with prs.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter product ID 8782 lot# serial# (B)(6) implanted: (B)(6) 2017 product type catheter product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 16-nov-2019, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(6), ubd: 06-sep-2019, UDI#: (B)(4) ; product ID: 8780, serial/lot #: (B)(6), ubd: 20-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the pump was reduced to minimum on (B)(6) 2025 and dye study was ordered. The patient wants the pump to be removed. The patient has an appointment on (B)(6) 2025 for the next steps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.